Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) display was black while in patient use. The cns tower showed one solid green light and one intermittently flashing green light. Technical support (ts) informed the bme that the unit is end-of-life and suggested the issue might be related to the monitor connection, as the tower had power. No patient harm was reported. Investigation summary: relevant additional information after complaint intake: further discussion determined the customer was attempting to use an remote network station (rns) as a display and was unaware it was not a standard monitor. Nk tech support clarified that the unit was an rns and recommended testing with a proper display and different cable. The customer agreed to work with it to obtain the correct display and cable. Another attempt for additional information and product return was made on 02/26/2026. Insufficient information / no product returned: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) display was black while in patient use. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) display was black while in patient use. The cns tower showed one solid green light and one intermittently flashing green light. Technical support (ts) informed the bme that the unit is end-of-life and suggested the issue might be related to the monitor connection, as the tower had power. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/09/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 12/18/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 12/30/2025 emailed the bme for the information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) display was black while in patient use. No patient harm was reported.